Event description:
Sales representative reported that two anchors sheared at the eyelet during insertion. Both threaded portion of the anchors remain in the pt. A third device was successfully implanted. The site was fully prepared and tapped and the ao-2 finger technique was used. It was confirmed that the glenoid was prepared using the 5.0 dilator which was inserted past the laser mark. The pt's bone quality was noted as being "amazingly hard". Sales rep. Mentioned that the approach angle was acute enough that it would have been easy to get off of the axial alignment. It is unknown how long of a delay was experienced. There have been no reports of pt injury or complications.